Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a failed battery test alarm. The customer's blood glucose level was unknown. The caller reported that the customer cleared the alarm first, cleaned off the battery cap, and then inserted a new battery; however, the alarm still occurred. The caller stated the customer would call back later to troubleshoot. Nothing was replaced or returned for analysis.